Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-10434. It was reported the pt no longer felt stimulation. It was suspected that the ipg had reached eol. The physician elected to replace the ipg. While disconnecting the lead from the ipg, the lead contacts were damaged. The physician removed the lead and ipg. The physician had not planned to replace the lead during that procedure, thus the ipg was implanted with port plugs to avoid fluid infiltration until which time a new lead can be implanted. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.